Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the stat application of the elecsys troponin t hs ver. 2.1 assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 306 ng/l. A second sample collected from the patient resulted in a troponin t value of 6.22 ng/l. As the initial result from the complained sample did not agree with the patient's clinical picture and based on the results from the second sample, the complained sample was repeated, resulting in a value of 6.14 ng/l. The troponin t reagent lot number was 53095101, with an expiration date of 31-jul-2022.

Manufacturer narrative:
Quality controls were ok, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, clot detection and abnormal aspiration errors were observed. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.